Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5x15 balloon catheter. No patient complications were reported and the patient's status was fine.